Event description:
Event description cpi received information that htis implantable cardioverter defibrillator (ICD) was explanted because of an abnormal increase in atrial lead impedance and thresholds. This device (ventak av) is involved in a product advisory.